Event description:
Per the clinic, the device was explanted on (B)(6), 2015 for unknown reasons; during the same procedure the patient was reimplanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 21, 2015.

Manufacturer narrative:
Per the clinic, the patient experienced dizziness and static with device use after sustaining head trauma, resulting in the decision to explant the device. This report is filed may 18, 2015.